Manufacturer narrative:
The reported event of failure to interrogate through rf telemetry was confirmed by analysis. Final analysis found loss of rf telemetry due to coarse tuning failure. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that pacemaker exhibited failure to establish radiofrequency telemetry with programmer. The issue was found prior to implant and there was no patient involvement.